Manufacturer narrative:
One swartz braided introducer was returned to the manufacturer for analysis. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.

Event description:
During the procedure, the valve was drawing in air. Another introducer was used to continue and complete the procedure.